Event description:
This (B)(6) male pt in the (B)(4) study had a type I endoleak at the conclusion of the deployment procedure on (B)(6) 2014. The pt was being treated for a 5.8 cm aortic aneurysm. The proximal neck had a parallel shape with no plaque/thrombus. Both iliac arteries had moderate tortuosity, no calcification, and no occlusive disease. The pt received a main-body device and left and right iliac legs. There was no difficulty deploying any of the components. No other devices were placed and no other procedures were performed. A molding balloon was used but no details were provided regarding its use. At the conclusion of the procedure, the device was patent with no external compression, flow-limiting kinks, or thrombus. A proximal type I endoleak was noted. No further info has been received since the procedure notes.

Manufacturer narrative:
Based on the information provided, a patient in the spiral-z registry had a proximal type I endoleak at the completion of the deployment procedure. The proximal neck was parallel shaped with no plaque/thrombus no additional information regarding treatment or outcome was provided. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, design verification testing included water permeability testing, migration resistance testing, and radial force testing. The results met the acceptance criteria. The IFU provides instructions for use, contraindications, warnings and precautions regarding the appropriate method of use. Specifically, it states "additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures." The zenith main body grafts are 100% inspected to confirm correct stents have been used and have been placed correctly on the graft and to confirm that the entire graft has no damage, foreign matter, frays, or holes except for suture entry and exit points. No lot number was provided; therefore, a review of the manufacturing records could not be conducted. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. No information that would suggest patient anatomy contributed to the event was provided. No imaging was returned, and no lot number was provided. Without additional information, a root cause cannot be determined. The risk was assessed and the risk remains acceptable with inclusion of this event. No additional risk reduction activities are required at this time. We will continue to monitor for similar events. The appropriate personnel have been notified. We will continue to monitor for similar events.

Manufacturer narrative:
Expiration is unk as lot is unk. UDI # unk as lot is unk. No consequences to the pt were provided. Endoleaks are labeled in the IFU. MFR date: unk as lot is unk. Event eval: still under investigation.